Event description:
On (B)(6) 2019, a 14f amplatzer torqvue sheath was used to implant an amplatzer amulet. After inserting the 14f sheath in the vena cava inferior, resistance was encountered and the sheath kinked. The user attempted to straighten and manipulate the sheath within the patient to no success. Another 14f amplatzer torqvue sheath was selected and this new sheath kinked as well. A 10f lambre sheath was selected which was able to traverse the patient's anatomy, however, the lambre laao device was unable to be implanted. The procedure was aborted as 320ml of contrast had been used and a future procedure is scheduled. No patient consequences were reported. The patient had highly tortuous anatomy of the femoral artery, and insertion through the transseptal puncture was difficult due to 4 previous punctures for ablation procedures. The user plans to use a balloon in the septum and to implant an amplatzer amulet.

Manufacturer narrative:
The reported event of a kinked sheath was confirmed. Gross morphological examination revealed the sheath was kinked. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined; however, according to the site the patient had tortuous anatomy and sheath insertion was difficult due to scarring.